Manufacturer narrative:
Device evaluated by MFR.: a mustang 6 x 6,24atm was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 2mm in length and extended from a position 20mm proximal of the distal markerband to 22mm proximal of the distal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-apr-2021. It was reported that balloon inflation failure occurred. The stenosed target lesion was located in the femoral artery. After a guidewire was crossed the lesion, a 6.0 x 60, 40cm mustang balloon catheter was advanced for dilatation but the balloon could not inflate. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.